Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during a cataract surgery the aberrometer recommended intraocular lens (iol) was placed in the patient's eye; however, this measurement left the patient with a lot of astigmatism. The doctor decided to remove the aberrometer selected iol, and replace it with a different iol during the same surgical procedure. Reporter indicated the patient is doing well.

Manufacturer narrative:
Additional information was requested but was not obtained. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. There is not enough medical or ocular-history information to substantiate involvement of the system. The root cause cannot be determined conclusively. (B)(4).